Event description:
Customer's sister reported that the buttons on the insulin pump became unresponsive. She could not recall any significant event leading to this keypad issue. The blood glucose reading was 297 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.